Event description:
Event description boston scientific received information that this cardiac resynchronization therapy-defibrillator sensed noise on this defibrillation lead on the right ventricule and shock channels. This noise was reproducible with isometrics. This noise was sensed as non-sustained ventricular fibrillation episodes with one divert episode. All other lead measurements were normal. There was inquiry of a trend related to this issue. Additional information provided states in the stored electrograms there were 1-2 beats of pacing inhibition. With manipulation and isometrics to recreate the noise there was 3-4 beats of pacing inhibition. The patient had no symptoms.

Event description:
Event description boston scientific received information that this cardiac resynchronization therapy-defibrillator sensed noise on this defibrillation lead on the right ventricule and shock channels. This noise was reproducible with isometrics. This noise was sensed as non-sustained ventricular fibrillation episodes with one divert episode. All other lead measurements were normal. There was inquiry of a trend related to this issue. Additional information provided states in the stored electrograms there were 1-2 beats of pacing inhibition. With manipulation and isometrics to recreate the noise there was 3-4 beats of pacing inhibition. The patient had no symptoms.

Manufacturer narrative:
A boston scientific technical services (ts) consultant discussed possible causes and questioned the leads reversed in the header. Programming changes were also suggested. The field representative was to discuss this issue further with the physician. Ts was not aware of any associated trend. Further information provided notes programming changes were made resolving this issue. No adverse patient affects have been reported in association with this event. As of today, the available information suggests that the device remains in service. This event will be update should any additional information related to this event becomes available. The device was explanted over five years later for normal battery depletion and returned for analysis. Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. The field allegations could not be confirmed through analysis.